Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer experienced a blood glucose level (bg) displayed as "high"; although specific value was unknown. A supply change was performed to address the elevated bg. The customer reverted to an alternate method of insulin therapy.